Event description:
The hcp reported the pump and catheter were explanted and not re-implanted due to infection. No patient symptoms were reported. The pump was programmed to deliver morphine, clonidine, sufentanil and baclofen.